Manufacturer narrative:
Two of three broken tools were returned for analysis. Analysis is pending. (B)(4).

Manufacturer narrative:
Report confirmed. Two of the three tools were returned for analysis. On evaluation, a cutting test on bovine scapula attempted to induce fracture by rapidly rotating tool sideways as it was turning at 75k rpm. This resulted in the tool dissecting bone before it could load the tool with a bending force that could damage it. Tools failed due to contact with hard material, which induced the surface defect in a notch sensitive material, or when the tool was used to pry bone and was not rotating. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff". We will continue to monitor this complaint type for trends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three tools broke during a standard craniotomy. The procedure was done by experienced surgeons. There was no patient impact reported. No additional information was obtained on follow up